Manufacturer narrative:
Updated: "the fiber tip broke outside the patient".

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild charred detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the ¿fiber tip broken" @ 31,592 joules and 5:16 minutes of use. A second fiber was used to complete the procedure. Patient outcome: " no patient injury reported ".